Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. There was a crack on battery door. Crack on top of right plunger case. The occlusion - check infusion line was duplicated during occlusion test. Error history log review found an occlusion - check infusion line. The root cause of the reported issue was found to be the force sensor was out of calibration. Actions were taken to mitigate the reported issue: recalibrated force sensor. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that the pump had an occlusion alarm. No patient injury was reported.